Event description:
It was reported that the customer was receiving the iop test failure alarm for a couple of days after priming the insulin pump. The customer's blood glucose was 300 mg/dl. Troubleshooting was done. Explained the alarm and possible causes. Advised the insulin pump needed to be replaced. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.